Event description:
Nurse reported that she changed the infant medline for piv and clave from the bifuse slid off line leaving tubing open ended. Administration set was not tugged on hard. Put bifuse in bag and took to charge nurse. No patient harm, it appears the tubing weld to the clave port did not hold.